Manufacturer narrative:
The mg2 reagent lot number was 85444001 with an expiration date of 31-oct-2026. The calibration was last performed on 07-jul-2025, and it was acceptable. There were qc issues. The alarm trace did not show any abnormality. The field service engineer (fse) found the cause was due to a foreign object in the reagent probe obstructing the flow path. He replaced the bent reagent probe, the sample probe cushion, and the spring. The fse adjusted the reagent and the sample probes, the main pump pressure, the gear pump pressure, and the cell rinse volumes, and decontaminated the reagent and the sample lines. He then performed mechanical checks, cell blank, calibration, qc, and precision studies, and they were all within specifications. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 3 samples from the same patient tested with magnesium gen.2 (mg2) assay on a cobas 6000 c 501 (ul) v module. Sample 1: initial result: 2.2 mg/dl. During the monitoring process, a new sample (sample 2) was drawn and tested, resulting in a result of 7.8 mg/dl. The physician questioned the sample 2 result as it was high and requested another new sample (sample 3) to be drawn and tested, resulting in a result of 7.8 mg/dl. The original sample (sample 1) was repeated, and the 1st repeat result was 7.9 mg/dl. The customer then repeated the three samples on a different c501 and reviewed the patient's history. Sample 1: 2nd repeat result: 2.1 mg/dl. Sample 2: repeat result: 1.9 mg/dl. Sample 3: repeat result: 1.5 mg/dl (this result is an estimated result). These repeat results were deemed to be correct.